Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. After removing the 3.5x12mm liberte' bare metal stent from the packaging, it was noted that the distal portion of the stent was "deformed". The device was exchanged for another liberte' bare metal stent to complete the procedure. As there was no contact with the pt, no pt complications occurred.